Manufacturer narrative:
Not available. The device has been returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A leaking accu wyon arrived at service and repair. However no leakage was detected before shipment. Furthermore no direct pt contact with battery fluids or injuries have been reported.